Event description:
The complainant reported 55-year-old male patient on cardiogenic septic shock was placed on impella cp support. Following successful implant procedure, patient experienced ¿purge flow blocked¿ alarms. There was a reduction of the p-level to p-2. The motor current rose suddenly and the impella stopped working. Placement of the impella in the descending aorta did not improve pump performance, leading to the pump being explanted. There was no presence of thrombus noted. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Biomaterial was found in the purge gap. Per the product investigation and information provided, the root cause of the pump stop issue was most likely biomaterial.